Manufacturer narrative:
Correction b6 "no further patient complications have been reported as a result of this event." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when placing the right ventricular (rv) left bundle branch lead for left bundle pacing / capture multiple attempts were made. The lead struggled to advance to the septum. The lead had poor unstable appearance after pulling back the sheath or due to septal perforation. Initially the lead had acceptable position however the lead appeared to be whipping. The lead was removed and attempted in other positions without success due to inability to deliver the lead through to the septum. The delivery sheath was placed more distal and the lead was able to advance. Upon slitting the sheath, the lead dislodged. The lead was removed. A replacement lead was attempted in two different locations however upon pulling the sheath back the lead punctured through in the septum into the left ventricular (lv) twice. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure when placing the right ventricular (rv) left bundle branch lead for left bundle pacing / capture multiple attempts were made. The lead struggled to advance to the septum. The lead had poor unstable appearance after pulling back the sheath or due to septal perforation. Initially the lead had acceptable position however the lead appeared to be whipping. The lead was removed and attempted in other positions without success due to inability to deliver the lead through to the septum. The delivery sheath was placed more distal and the lead was able to advance. Upon slitting the sheath the lead dislodged. The lead was removed. A replacement lead was attempted in two different locations however upon pulling the sheath back the lead punctured through in the septum into the left ventricular (lv) twice. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.